Event description:
It was reported that there was nothing showing up on the display prior to use, with the light flashing red when turned on. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
D5. Other operator of device: operator of device is unknown. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9: 24-mar-24. H3: one device was returned for analysis in used condition. Visual inspection showed the device was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. The customer reported issue was not verified during functional testing. The device appeared to have sustained impact damage from customer misuse. The printed circuit board and microswitch were replaced to resolve the issue.